Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle failed to deploy the cannula into the skin. The patient stated that the pink slide did not move forward, and the cannula was not visible when the pod was removed, indicating a needle mechanism failure. The pod was worn for less than one hour. The patient reported elevated blood glucose levels; however, no specific blood glucose value was provided. Patient discarded the pod.